Event description:
Wife replacing cartridge had an exelint 3ml disposable syringe with needle, block and then explode, getting insulin in her eyes. A 3ml luer lock tip w/26g x 3/8". FDA safety report ID# (B)(4).